Manufacturer narrative:
An event regarding seating height involving an exeter device was reported. The event was not confirmed. Device evaluation could not be completed as the devices associated with the event were not returned. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no similar reported events for the subject lot code the exact cause of the event could not be determined as there was insufficient information available. No further investigation for this event is possible at this time.

Event description:
It was reported that a right hip was revised. (B)(6) 2013, the sales rep clarified that the original exeter stem was revised because, it sat too low. The surgeon felt there was not enough offset so he went up one size.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that a right hip was revised. On (B)(4) 2013, the sales rep clarified that the original exeter stem was revised because it sat too low. The surgeon felt there was not enough offset so he went up one size.